Manufacturer narrative:
Date of event is estimated. The event of system explant was reported to abbott. The system was explanted due to inadequate relief. When therapy was on patient wasn't receiving adequate relief. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing inadequate relief from their scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was explanted.